Manufacturer narrative:
Stimwave quality has investigated the details regarding a complaint resulting from an infection reported to stimwave on (B)(6) 2019, by clinical specialist (B)(6). The clinical specialist was made aware of the issue on (B)(6) 2019, when the patient reported pain at the incision site. Immediately following notification, stimwave quality and the clinical specialist reviewed events preceding the issue. The patient had a permanent procedure performed on (B)(6) 2019, in which one (1) freedom-8a receiver stimulator (fr8a-rcv-a0) and one (1) spare lead (fr8a-spr-b0) were implanted at the t8-t9 vertebral level for lower back pain. The clinical specialist confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical specialist maintained contact with the patient following implant. On (B)(6) 2019, the patient contacted the clinical specialist and reported pain at the implant site. The clinical specialist advised that the patient visit the implanting clinician's office. That same day, the implanting clinician observed the patient had a small protuberance at the wound site and believed it could be attributed to a superficial hematoma. The implanting clinician attempted to treat the protuberance using a small needle, but no drainage was present, thus the implanting clinician concluded that the issue might be attributed to infection. The implanting clinician requested a culture of the patient's wound site, and results were (B)(6) for (B)(6). Following receipt of the results, the implanting clinician made the decision to explant both devices. On (B)(6) 2019, the implanting clinician explanted both devices to prevent any spread of infection. The implanting clinician reported no complication with the explant procedure, and the patient was sent home with antibiotics to treat (B)(6). Because the patient received significant relief of their pain before the explant, the patient has expressed interest in receiving a new device pending resolution of the infection. As of (B)(6) 2019, the patient has reported that they are in good health, and there is no infection present. Review of the patient's history demonstrated that the patient had no history of infections prior to the reported issue. The issue could be the result of improper wound care. The implanting clinician does not attribute the infection to the implant procedure or device, but believes it resulted from contamination of the wound site during the patient's post-implant course. Through a review of sterilization and packaging records for the respective product lots, stimwave has confirmed that the product was delivered sterile, no trend of infection is evident for either lot, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. Infection and irritation are known adverse events for spinal cord stimulators (receiver instructions for use, 05-00629-6, page 14) and are mitigated as far as possible in the product's risk management file. The source of the issue cannot be traced back to device sterility or procedure. The device did not fail to meet performance or safety specifications. Stimwave will continue to track and trend events. The root cause of the infection is likely attributed to the patient's wound care post-implant which could have inadvertently contaminated the implant site, resulting in (B)(6) infection. The root cause of the complaint is not attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Infection is a known adverse event for spinal cord stimulation and the freedom scs system that is mitigated as far as possible and documented in the stimwave risk management file. Stimwave's global infection rate is <0.5% stimwave was in constant contact with the clinical specialist from (B)(6) 2019, onward regarding the complaint and the root cause investigation. Through a review of sterilization records and adverse event trending for the stimulator lots, stimwave confirmed that the product did not fail to meet performance and safety specifications. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable as this event required medical intervention by a health care professional to prevent or preclude potential permanent impairment or damage. Stimwave reported this issue to the united states food and drug administration (FDA) on august 21, 2019.

Event description:
Stimwave quality has investigated the details regarding a complaint resulting from an infection reported to stimwave on (B)(6) 2019, by clinical specialist madison grady. The clinical specialist was made aware of the issue on (B)(6) 2019, when the patient reported pain at the incision site.